Event description:
Exposed to chemical fumes emitted from equipment that malfunctioned in a darkroom in the radiology dept. Symptoms included breathing difficulties, asthma attack. Equipment removed from hosp odor dissipated. Sulfur gas emitted. Air tested for h2s, results negative. Employee became a pt seen in ER and admitted to hosp.